Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor. All of the buttons are responding properly. However, slight moisture damage was found at the keypad traces. No button error alarms noted. The insulin pump has cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. The customer also reported that she had been experiencing high blood glucose levels for two days leading up to the call. Blood glucose level at the time of the incident was not provided. Customer stated that she had been treating the high blood glucose levels with manual injections. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.